Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
Several surgeons reported that the system did not aspire enough. The irrigation tip was well connected. Settings were raised to maximum level. The same issue was evident even in the vitrectomy mode. This is the third of three reports being filed. Additional information has been requested but not received.

Event description:
Additional information was received from the surgeon indicating that this event did not take place.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error.  This report does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).